Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. Intra operative breakage of ligature clip. During an operation, the product became loose and fell into the patient's body. When the surgeon reviewed, it was confirmed that the product was broken and the broken parts are missing. Operation was completed and the broken fragment(s) have not been located.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyece vhx-5000 digital microscope and a digital camera. We made a visual inspection of the cartridge. Here we found unknown deposits and discoloration. Furthermore we found a broken off ending and visible damage. Additionally we made a visual inspection of the fracture surface. The device quality and manufacturing history records have been checked for the lot number and found to according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the production department, there is no production error. The lot number is according to specification, valid at the time of production. No pores or inclusions could be found on the point of rupture. We assume assembly error and there is the possibility that the visible damage of the cartridge was caused by bringing out the instrument through the trocar and the visible damage on the lateral webs were caused by assembly. No CAPA is necessary.